Event description:
Procedure: hysterectomy. According to the reporter: additional information reported by the account stated that the needle fell into the patient's cavity and it took over 30 minutes to retrieve the needle from the cavity. There was no additional blood loss or tissue loss. Patient's status is fine.

Manufacturer narrative:
(B)(4).